Event description:
The device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed; analysis revealed low resistance (shorting) of the ceramic capacitor. Additionally, performance data was collected from the device and analyzed. Analysis revealed the device had indicated elective rep lacement indicator (eri) on 2013-(B)(6).

Event description:
It was reported that the device was implanted three years ago and has "already reach(ed) elective replacement indicator (eri)." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.